Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise that led to oversensing and inhbition of pacing. This patient is pacemaker dependant.